Manufacturer narrative:
(B)(4). Batch #l92k5u. The device was returned in good physical condition. The device was connected to a test handpiece and tested on a gen11. The device did activate when each of the max and min hand activation buttons were depressed, but no continuous activation occurred at any time during functional testing. The device was disassembled to inspect the internal components and no anomalies were found that could have caused a continuous activation. It could not be determined what may have caused the reported incident of: ¿activation button was activating without pressing 'max' or 'min' button with jaw open." The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, activation button was activating without pressing 'max' or 'min' button with jaw open. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.